Event description:
It was reported by a company representative that he was contacted by a surgeon and the surgeon indicated that a vns pt that was initially implanted with vns on (B)(6) 2011 was returning to the operating room for exploration of seroma in the chest pocket. There was no report of pain or infection and the device was off. Good faith attempts to obtain additional info have been unsuccessful to date.